Manufacturer narrative:
Additional information was received that no device malfunction was suspected. The explanted device was not returned to bsn.

Event description:
A report was received that the patient has not been able to charge the ipg out of hibernation. The patient underwent an ipg replacement procedure.

Event description:
A report was received that the patient has not been able to charge the ipg out of hibernation. The patient underwent an ipg replacement procedure.